Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "patient specimen art catridge showed negative on manual reading. When catridge was placed in alanlyzer screen showed cov+.tried a few times to remove and reinsert the catridge, the screen was cov+ and cov - back and forth. 2nd test run was done on analyzer using the remaining specimen in reagent tube. Both results on catridge and analyzer showed negative. Send patient for pcr testing and results came out negative. "

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding your complaint that alleges false positive result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. The returned photographic provided does not confirms with the report of false positive result. No trend against false positive result was identified. The root cause could not be identified. Quality will continue to closely monitor for trends. The customer wanted to give as feedback only and no reply required.

Manufacturer narrative:
Initial reporter address: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "patient specimen art catridge showed negative on manual reading. When catridge was placed in alanlyzer screen showed cov+.tried a few times to remove and reinsert the catridge, the screen was cov+ and cov - back and forth. 2nd test run was done on analyzer using the remaining specimen in reagent tube. Both results on catridge and analyzer showed negative. Send patient for pcr testing and results came out negative. "